Event description:
It was reported that during the implanting procedure, the right ventricular (rv) lead was inserted into the catheter but the tip of the rv lead could not be "strengthened in shape." Another lead was implanted. No patient complications have been reported as a result of this event.